Event description:
Allegedly heart hip crack and immediately went to crutches. At surgery, head found to have fractured.

Manufacturer narrative:
Add'l info received 08/19/08: the neck was revised during in 2007, surgery. Investigation is not complete. No products were returned for evaluation. Add'l info has been requested. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2007-00213.